Event description:
Procedure date: 3/30/1999 name of procedure: right and left coronary angiography, left ventricular angiography, percutaneous transluminal coronary angioplasty with stenting of rirht coronary artery. Preoperative diagnosis: acute myocardial infarction. Postoperative diagnosis: see summary. Identification: this 83-yr-old pt presented with acute inferior wall myocardial infarction within two hours of onset of pain. His pain was unremitting and he was brought emergently to catheterization lab. He was on heparin and intravenous nitroglycerin. Description of procedure: pt was brought to catheterization lab and right groin prepared in usual manner. Preops were were as noted. Right femoral artery is isolated with placement of #6 french sheath. A #4 left and right judkins coronary catheter advanced. Rotation views of coronaries were obtained. Angled pigtail was advanced. Left heart catheterization was performed and left ventriculography performed in right anterior oblique view. Pullback revealed no gradient. Angiography was now reviewed. Left main was free of disease. Left anterior descending had an eccentric 95% stenosis in proximal vessel. Circumflex was of moderate size and free of significant narrowing. It was nondominant. Right coronary artery was dominant. It was narrowed by 90% proximally and occluded before bifurcation. There was moderate calcification proximally. It was decided to proceed to angioplasty and stenting if possible in right coronary artery which was felt to be culprit vessel. Act was checked and heparin was discontinued. Reopro bolus was given. Fl4 #6 french guide catheter was used. 0.014 choice wire was used to cross stenosis and was predilated with 3-0 balloon. Angiography then revealed that it was large vessel with, after balloon dilation, remaning 90% stenosis as well as 90% stenosis proximally in calcified area. This area was predilated as well therefore, with 3-0 balloon. Following this, stent was advanced but would not cross through proximal stenosis and was deployed there and taken up to 14 atmospheres. It was a 35-13 stent. The medical staff were unable to get this to area and deployed it there. The medical staff then went with 35 dilated but found post-dilation, there appeared to be remaining significant stenosis proximal to area which had been stented. The medical staff then went with another proximal stent but this would not pass through first stent and the medical staff went up to #8 french system. The medical staff placed ar. #8 french sheath. The medical staff used sidehole art guide catheter, but the medical staff were not successfully in advancing radius. The medical staff therefore went to multilink covered stent, and this was able able with some difficulty, to be advanced to site of stenosis which was overlapping more distal radius stent. The medical staff deployed it and appeared to have good results. Howevr, when the medical staff went to remove wire, it had become inadvertently snared between two stents. Apparently, it has gone behind radius stent before multilink stent was deployed in overlapping fashion therefore trapping it. The medical staff attempted to release wire by placed 2-0 ranger but it would not free up and the medical staff decided to terminate procedure while artery was widely patent and the pt free of symptoms and sent him for release of artery and for bypass of left anterior descending. Left ventriculogram: left vetriculogram was performed prior to stent deployment and revealed mild inferior wall hypokinesia with 1 to 2+ mital insufficiency. 1) mild left ventricular dysfunction with mild associated mitral insufficiency. 2) occluded right coronary before bifurcation. 3) severe stenosis in proximal left anterior descending. 4) successful stenting of right coronary artery with inadvertent trapping of wire resulting in need for bypass surgery. It should be stressed that this pt became pain-free when this vessel was opened. Had stable vital signs and hemodynamics, and left catheterization lab in good condition.